Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device confirmed with lost sensor alarm, therefore unable to determine unexpected suspend [low sg], problem isolated to pcb 2. No battery or power anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery lifetime. Customer¿s blood glucose was 108 mg/dl. Customer uses the suspend before low or suspend on low. Troubleshooting was performed. The insulin pump will be returned for analysis.